Event description:
Information was received indicating that upon opening a smiths medical level 1 hotline low flow system the alarms failed and there was no noted led readout. There were no reported adverse effects.

Event description:
Investigation results completed on a fluid warming/level 1 hotline low flow systems - hl-390 . Summary in h -10.

Manufacturer narrative:
Investigation results completed on a smiths medical fluid warming/level 1 hotline low flow systems . The complaint of no led and alarms failed was confirmed. This was isolated to broken led lights and pcb board requiring replacement. Device passed all testing after repairs. Believed the cause is related to customer usage. Device is used in emergent care settings, were wear and tear could be compromised by user.